Event description:
It was reported by the affiliate that during a lap cholecystectomy procedure, device misfired with clips being deployed from applier with arms crossed. No pt consequence. Six device returning.